Event description:
Boston scientific received information that this atrial lead displayed increased threshold measurements and loss of capture. It was determined this lead was dislodged. A revision procedure was performed. This lead was surgically abandoned and replaced. Post procedure, acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and replaced successfully. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.